Event description:
It was reported that during at home hemodialysis, the patient was using the flo-gard IV solution administration set to administer saline. While attempting to attach the flo-gard administration set to the arterial blood line, the hard plastic near the rubber injection port of the flo-gard administration set snapped. There was no serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was returned and is currently in the process of being evaluated. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initially, the device was reported to be available for evaluation; however, the actual sample for the event is not available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.